Event description:
It was reported by service report that the foot end of the stretcher is drifting and the IV pole receptacle would not hold the pole securely in place. The jack was not working properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: IV pole weldment.